Event description:
It was reported that the customer was in the emergency room with diabetes ketoacidosis. The mother stated that this is the third time the customer has been in the hospital with diabetes ketoacidosis. Troubleshooting was declined as mother calls back later. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.